Manufacturer narrative:
Date of event: exact date unknown, event occurred on (B)(6) 2021. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2317500, model: sc-2317-50, serial: (B)(4), batch: 7074436.

Event description:
It was reported that the patient was not getting as great relief as immediately following a lead revision this year, and it was noticed upon loading lead sync that the right lead migrated several contacts south of the original placement and impedance check showed three contacts with fractures. The patient was reprogrammed and was able to get coverage on the left side of the pain area however, due to the placement of the impedance, optimal right sided coverage was not achieved.